Manufacturer narrative:
The insulin pump was received with a blank display due to faulty component on the mother board. Unable to verify external flash crc error alarm or perform the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display anomaly. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of external flash crc error from the insulin pump. The customer's blood glucose reading was 186 mg/dl. The customer stated that the pump goes to factor setting and then external flash crc error every day. The customer reported the alarm occurred 6 times. The insulin pump will be returned for analysis.